Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. UDI has been updated accordingly. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device experienced intermittent power loss. It was reported that the device was not responding when the buttons/triggers were pressed at times. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Concomitant medical products: additional narrative: correction: report source: the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number: (B)(6) has been documented in serial# of this medwatch report. Device manufacture date, UDI#: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (february 22, 2006) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device had no power. A visual and functional assessment was performed on the device and the reported condition was confirmed. During service and repair, we was observed that the device had worn components and low voltage output from the electronic control unit(edu). It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check compatibility between colibri/sbd and check with electric pen drive (epd)-console. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.